Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) acceptable electrical measurements could not be obtained. It was noted high thresholds were observed. It was also reported that during attempted implant "pressing against" the hinge and apex sites "felt overwhelming weak". The leadless ipg was not implanted. No patient complications have been reported as a result of this event.